Event description:
It was reported that on (B)(6) 2024, the patient underwent an osteosynthesis for clavicle fracture. The surgery was completed successfully without any surgical delay. After removal of implants, the x-ray showed that a metal fragment remained in the bone. The surgeon concerned that the drill bit might have remained in the body. It is possible that it is not the drill bit but some other metal, since the nurse remembers that there was no damage to the drill bit during the primary surgery. There were no products with damaged implants that were removed. The surgery was completed successfully and patient outcome is reported as stable. This report is for an unknown screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.